Event description:
It was observed during the device inspection, that the video system center had loose parts within the device. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Correction is being made to previously submitted g3 - date received by manufacturer, which was not late. The correct date was 13november2024. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the loose components could not be determined. Olympus will continue to monitor field performance for this device.